Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred requiring a pericardiocentesis to stabilize the patient. During the procedure, when just starting to ablate, the patient became hypotensive and a transthoracic ultrasound was performed which revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.